Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c124e, serial/lot #: (B)(6), ubd: 07-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 12 years post the index procedure , that the patient presented emergently and had been symptomatic for a few weeks. CT showed loss of seal in the right common iliac artery (rcia), causing the aneurysm to fill from the rcia. Intervention was performed and two additional endurant ii stent graft limbs (etlw1616c124e <(>&<)> etlw1610c124e) were implanted. Per the physician the cause of the loss of seal and possible type ib endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received : it was confirmed that the type ib endoleak occurred on the right leg of the endurant ii etbf2813c166e. The endoleak resolved by extending the distal seal zone into the right external iliac artery. The reason for the limb being moved back into the aneurysm is uncertain by the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.